Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, inappropriate pauses was noted on old confirm software. The issue was resolved by upgrading with the new software version. Patient was stable before, during, and after the upgrading.